Event description:
It was reported that the pta balloon was difficult to deflate after being inflated in the common femoral artery. Negative pressure was applied until the balloon was able to be retracted through the introducer sheath without incident. Another balloon was used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this issue. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.